Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 345 mg/dl. Customer delivered a correction bolus via pump to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer declined replacement pump at the time of report.